Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a bent infusion set cannula and mentioned that they experienced high blood glucose of 560 mg/dl at the time of the incident. The customer's wife stated that her husband was changing the infusion set and noticed that the insulin was going to his skin. The customer's wife was advised of the two high blood glucose rule and to have customer call for further troubleshooting. The product will not be returned for analysis.